Manufacturer narrative:
Evaluation summary: a product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that under a microscope during a cataract surgery with an intraocular lens (iol) implantation, a streaky plastic like foreign material was found to be adhered after the iol was implanted. The surgeon considered that it was a coating agent, lubricant, or release agent, etc. In the cartridge, and a follow-up observation without extraction was provided to the patient. The surgery was completed without product replacement. The involved eye and the patient identifier are not available. There's no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5., h.3., h.6. And h.10. Evaluation summary: the used cartridge complaint sample was not returned. An unopened cartridge sample was returned for the reported lot#. The unopened cartridge sample was visually inspected. No abnormalities or foreign material was observed. The cartridge was functionally tested. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. A non-qualified viscoelastic was indicated. The provided video was reviewed. The video does not match the initial description that the lens remained implanted. Report description was updated after information was provided the video did not match. The cartridge and lens preparation were not shown. As the lens enters the tip, the plunger appears to underride the trailing optic edge. Stress can be observed forming on the tip as the lens is advanced into the eye. After the lens is delivered what appears at first to be damage is observed on the right side of the optic. As the lens is maneuvered, the area can be determined to be two strips of material on the posterior optic edge. The lens is cut and removed. A second lens was implanted. The root cause for the reported issue could not be determined. The used cartridge was not returned. Based on the review of the provided video, a plunger underride occurred as the lens was delivered. The reported foreign material may be internal coating material from the cartridge tip. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was replaced during the initial surgery.